Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the generator was blocked. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6). H3, h6) servicing was performed on the system and hardware parts replaced. The system was working as intended following servicing. The power supply was returned for analysis and visual inspection confirmed that electrical components were electrically overstressed and unable to be tested. This regulatory report is being submitted due to retrospective review through CAPA 626390 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.